Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Arrhythmia, death, myocardial infarction, occlusion, and ventricular fibrillation are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to first treat the blockage in the circumflex by implanting several stents, but this was abandoned as the pilot guide wire entered into the collateral branches repeatedly. The next step was to treat the anterior descending branch with severe, localized stenosis and bending at the distal end, and long moderate stenosis, but no obvious calcification at the proximal end. The same guide wire easily entered into the collateral branches proximally and was eventually advanced into the distal end. After deployment of the xience v stent, there was no blood flow at the distal and the proximal segment. The patient experienced ventricular fibrillation, myocardial infarct and cardiac arrest. Despite many resuscitation efforts, the patient died. No additional information was provided.